Event description:
The customer reported that the beckman coulter coulter lh 750 hematology analyzer slide stainer generated z-axis stops with x-axis errors during instrument operation and the operator noticed a burning smell. The gripper arm transports the slide baskets between the slidemaker and the slidestainer and within the slidestainer. To accomplish that task accurately and reliably, the gripper arm must be aligned with the slide basket positions. Aligning the gripper arm establishes coordinates (x, y, and z) for the slide basket positions. The operator turned the unit's power off. No fire, visible smoke, or arcing were noted or reported and the customer did not seek medical attention. No death, injury or changes to patient treatment are associated with this event. The field service engineer replaced the y-z distributor card contained in the bridge assembly of the gripper arm which appeared to be burned. No additional information could be obtained for this event. Root cause is unknown. The instrument was operational after replacement of the y-z distributor card and no other issues were reported.

Manufacturer narrative:
(B)(4). This MDR is associated with MDR 1061932-2011-02315.